Event description:
The reporter stated that the pt suffered a fracture - dislocation of the elbow three months previously and was treated with a katalyst bipolar radial head sys implant and soft tissue reconstruction. Postoperatively, the pt reported some mechanical symptoms; the head of the radius could be made to click in certain loading positions. Radiographs appear to show that the stem of the implant is dislocated from the head. Revision surgery is planned. The pt was reported to have been compliant with post operative instructions. Integra has requested the return of any parts that are explanted for eval. Katalyst bipolar radial head sys parts that were implanted are: katalyst radial head sys 24mm. Catalogue number 221424, lot number 105172411055; katalyst stem, 7.5mm. Catalogue number 221675, lot number 105187511055.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.